Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 436 mg/dl. Customer¿s current blood glucose level was 310 mg/dl. Customer had headache. Customer was treated with bolus for high blood glucose level. Customer reported that they were not using auto mode at the time of incidence. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.